Manufacturer narrative:
Per the field service engineer (fse) the unit is out of warranty and the customer refused to pay for the repair. Customer declined service on this unit.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator shut down automatically. The customer reported the device was in use, but there was no patient harm reported.